Manufacturer narrative:
The reported viperwire was received at csi for analysis. A fracture was observed, and the spring tip section was not returned. Scanning electron microscopy (sem) analysis showed evidence of tensile failure. The damage is likely related to tensile force applied during viperwire manipulation; however, the root cause was unable to be conclusively determined. At the conclusion of the device analysis, the reported event of a guide wire fracture was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) and viperwire guide wire were selected for treatment of lesions in the mid left anterior descending coronary artery (lad) and distal left main (lm). The lad and lm lesions were 99% and 80% stenosed and highly calcified with mild tortuosity. The lesions were wired with the viperwire guide wire, and the oad was advanced to the lad lesion using glideassist mode. Six treatments were performed. The oad was then placed at the distal edge of the lm lesion, and seven distal to proximal treatments were performed. It was noted that the oad did not come near the viperwire spring tip during treatment. The oad was then removed, and balloon angioplasty was performed. An attempt was made to advance a stent, however, the stent would not pass due to lack of guide support. Additional support was used, however, the stent was unable to pass the lesion. It appeared that the viperwire had migrated distal in the vessel, and an attempt was made to pull it back. However, it was observed that the viperwire had fractured, and the radiopaque spring tip was located in the distal lad. The opinion of the physician was that the fragment was too distal to snare and would not cause patient issues long term. No attempt was made to retrieve the fragment, and the fragment was left in vivo. The procedure was completed with stent placement, and the patient remained stable throughout the procedure.